Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
The reporter stated that during a surgical procedure, two screws snapped off beneath the head of the screw while being inserted into the bone. The surgeon removed the broken part of the screws using pliers. There was no adverse outcome for the patient. The surgery time was prolonged by about twenty five minutes. Integra has requested additional clinical information. The products were discarded at the user facility. The lot numbers of the devices were not provided by the user facility. The probable lot number is derived from company sales records.